Event description:
Implant failed to osseointegrate

Manufacturer narrative:
The initial emdr record was due for submission on (B)(6) 2026. However, the associated reportability assessment¿the controlling record for submission¿was not completed by the processor until (B)(6) 2026. As a result, the delayed completion of the reportability assessment record directly contributed to the late submission of the emdr. A reminder has been communicated to the processor emphasizing the importance of completing reportability assessments on or before the assigned due date to ensure timely regulatory reporting.

Event description:
Implant failed to osseointegrate.